Manufacturer narrative:
(B)(4). The device reported, list number 0086, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2010-00160. The complainant reported an over-delivery. The intended delivery was 320ml at a rate of 40 ml/hr to be delivered over 8 hours; however, the actual amount received was 320ml delivered in 5 hours.